Event description:
It was reported that patient presented in ER for device upgrade. During post-op check, decreased out of range hv lead impedance was noted. Programming changes were made and lead remains implanted.